Event description:
It was reported by the customer that the handpiece overheated during a bunionectomy. A back-up device was used to complete the procedure successfully, without delay. There was no injury to the user or pt and there were no adverse consequences.

Manufacturer narrative:
The device has not yet been received by the MFR, so the investigation has not begun. A follow up report will be submitted when the product is received and the investigation has been completed.